Event description:
Event determined to be reportable based on analysis approved on 08/22/2007. It was reported that during a declotting procedure, device removal difficulties occurred. The lesion location was reported as "arm", which arm is unk. Upon removing the device, the blue max balloon catheter was unable to be withdrawn into the introducer sheath. The balloon catheter and introducer sheath were removed as a unit. No injuries or pt complications were reported. The pt's status is reported as "fine". Analysis revealed a shaft break.

Manufacturer narrative:
Initial examination revealed that the device was returned in two sections. A shaft break occurred at approximately 100mm proximal to the distal tip. The proximal section of the break was stretched. Damage of this nature indicates that the catheter was pulled with excessive force in order to withdraw it from the sheath. The distal section of the break with the balloon attached was trapped within the 8 french sheath. Following removal of the distal section of the break from the sheath it was noted that the balloon was not re-wrapped correctly. A review of the manufacturing record for batch number found that there were no non-conformance reports or any other documentation raised against this batch for any of the above issues, indicating that the device met its material, assembly and product specifications, at the time of release to distribution. The most probable root cause of the shaft break can be attributed to handling.